Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have had ongoing issues with charging their implant since they were implanted with the device. Patient stated that system problem rm04 displays intermittently. Patient confirmed that there is no visible damage to the recharger or to the controller port. Patient attempted to start a recharge session and reported that the controller battery was at 50% and recharging excellent at first then displayed poor recharge quality. Pt then confirmed that the recharger paddle also becomes very hot. Pt also mentioned that they noticed more recently that they experience more issues when the controller is lower in charge. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Event description:
The reason for call was pt stated they always had problems with the controller charging the ins from the implant. It would take an act of congress to charge. Pt would start charging and then it quit for a while because patient would get frustrated. The issue had been ongoing since implanted. Pt got messaging like rm and it would say to call medtronic. Pt would wait and try again and eventually would get it to take a charge and it would work for a little while. For over a month or longer pt could not get the controller to charge the implant and now the controller had not worked for days. There was nothing on the screen. On the call had pt use the controller and plug it in the wall without the battery. The screen came on. Pt reinserted the battery and it started charging. Reviewed to keep charging it. Called patient back and had pt use the rtm. Pt got no device found and went through passive recharge mode. Pt was able to get to normal charging screen and it showed excellent recharge quality. As pt was trying to recharge pt kept getting poor recharge quality. Pt said they had no falls/no trauma. Rtm was recently replaced because it overheated and was burning their skin and was not working. Reviewed will order a controller. If pt still has issues charging the implant, follow up with healthcare provider (hcp) and check the device. Pt also mentioned they told them at the beginning the implant was not working and it came to find out they had to go in and redo something but it was still always a struggle to charge the implant.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
97755, sn (B)(6) was returned for product analysis. Analysis found no issues with finding or charging ins. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.